Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. Complaint of power up failure was confirmed. Product lost power and shut down within 30 minute burn-in. Cause of power failure is a defective mcu pcb. Unit powered up and passed functional testing with a known good mcu pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the power supply of the xenon light source did not work properly. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.